Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime last was completed and the insulin exited. The mother stated that the alarm history showed a "no delivery alarm". She also mentioned that the customer has problems connecting the infusion sets and the reservoirs. The connection is tight,but does not twist to lock into place.